Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a week prior to the report, a patient found that he was unable to recharge his device or sync with his patient programmer. The reporter stated that a clinician programmer was unable to communicate with the device. Three physician mode recharge sessions were performed, and a normal recharge session was attempted but was not successful. It was reported that attempts to interrogate the device using the clinician programmer again failed to detect the device. It was noted that the device was non-responsive to telemetry. The device was explanted and replaced. It was noted that there was no patient injury and the patient recovered without sequela. The next day, it was reported that the patient was discharged on (B)(6) 2013. It was unclear where the patient was discharged from or if the patient was hospitalized. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.